Event description:
It is thought that the exoseal was inaccurately deployed and the patient had a hemorrhage at the wound site. The patient's age was unknown, but it was a male. Initially, pta for the left superficial femoral artery was conducted accessing from the right femoral artery. Exoseal (6f: complaint product) was used for hemostasis of the right femoral artery after the pta. Access site was the right femoral artery, and it was slightly calcified and slightly tortuous. There was no stenosis. When the exoseal was being retracted with a sheath introducer (brite tip sheath), back flow would not stop completely from the bleed back indicator, but the indicator window showed black-black. Then, the physician deployed the plug. When the plug was deployed, back flow from the bleed back indicator was confirmed to be slightly reduced but it would not be disappeared. After the plug deployment, hemorrhage was confirmed at the wound site. Therefore, the physician applied manual pressure to achieve the hemostasis, and it was achieved without any issues. The physician suspected the plug was deployed inside the vessel and the patient was followed up in the hospital for a few days. Any symptom of pain was not confirmed on the patient, and he has already been discharged from the hospital. Physician's comments: the hemostasis was completely achieved by manual pressure. The plug deployment intravascular was suspected because the back flow from bleed back indicator couldn¿t stop completely. It was unknown if the back flow was pulsatile. The hemorrhage from the puncture site was confirmed after the plug deployment, but it was considered that hemorrhage from the gap between plug and puncture wound because the puncture site was calcified. It is unknown if the physician was certified. Heparin was given during the procedure. It was an interventional procedure and retrograde approach was used. The vcd showed no visible signs of damage.

Manufacturer narrative:
During use of an exoseal for vascular deployment, the plug was deployed but hemostasis was not achieved. Manual pressure was conducted successfully. The physician suspected the plug must have been deployed intravascularly, however the patient had no symptoms. The patient was followed up in the hospital for a few days and discharged in stable condition. The patient's age was unknown, but it was a male. Initially, pta for the left superficial femoral artery was conducted accessing from the right femoral artery. A 6 f exoseal was used for hemostasis of the right femoral artery after the pta. Access site was the right femoral artery, and it was slightly calcified and slightly tortuous. There was no stenosis. When the exoseal was being retracted with a sheath introducer (brite tip sheath), back flow would not stop completely from the bleed back indicator, but the indicator window showed black-black. Then, the physician deployed the plug. When the plug was deployed, back flow from the bleed back indicator was confirmed to be slightly reduced but it would not be disappeared. After the plug deployment, bleeding was confirmed at the wound site. Therefore, the physician applied manual pressure to achieve the hemostasis, and it was achieved without any issues. The physician suspected the plug was deployed inside the vessel and the patient was followed up in the hospital for a few days. However, the patient did not exhibit any pain symptoms and was discharged in stable condition. The physician commented that 'intravascular deployment of the plug was suspected because the back flow from bleed back indicator couldn't stop completely.' It was unknown if the back flow was pulsatile. The bleeding from the puncture site was confirmed after the plug deployment, but it was considered to come from the gap between plug and puncture wound because the puncture site was calcified. It is unknown if the physician was certified. Heparin was given during the procedure. It was an interventional procedure and retrograde approach was used. The vcd showed no visible signs of damage. One non-sterile 6f exoseal was received inside a plastic bag. A 6f cordis sheath introducer was received along with the device. Guard and deployment lever were fully depressed, indicator wire was fully retracted, and indicator window was on black/red/white position. Plug was not received with the device. Functional test was not performed since the plug was not received, however it was noticed that the plunger disc was aligned to the delivery shaft end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The plug/inability to achieve hemostasis and plug/inaccurate placement- intravascular reported by the customer could not be confirmed since the plug was not returned for evaluation. The cause of the failure could not be conclusively determined. Based on the information provided and the absence of symptoms, there is no indication that the plug was deployed intravascularly. However, there are procedural factors that may have contributed to the reported events. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A cordis 6f maybe 11cm brite tip sheath introducer was used. A terumo destination sheath was used in the pta procedure and was exchanged for a brite tip introducer to use the exoseal. The physician diagnosed the femoral artery was suitable for vcd but there was slight calcification observed. The angle of access was between 30 and 45 degrees. There was no pre-existing hematoma prior to insertion of the exoseal vcd. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. It is unknown if an audible click was heard. The bleed back signal was not completely absent when the indicator window was showing black-black. The bleed-back indicator was not visibly damaged. Proper indication was observed in the indicator window. The plug deployment button fully depressed and the plug was deployed. As hemostasis was not achieved with the vcd, it was achieved by manual compression. After plug deployment, the vcd was removed with eh sheath introducer as a single unit. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.